Event description:
(B)(4). Severe (stabbing) pelvic and back pain, lesions on cervix, diagnosed with pelvic inflammatory disease, diagnosed with interstitial cystitis, heavy abnormal bleeding, weight gain of 45 lbs,constant bloating, painful sexual intercourse,depression,anxiety,swelling in hands and feet,stiff painful joints, daily headaches with dizziness,gallstones(requiring surgery to remove gallbladder)rash on face stomach and back, constantly feeling like I have a bladder infection